Event description:
A physician reported that irrigation holes on some of the pink irrigation sleeves at an unknown time. The surgery details were unknown. The sleeves were not manually manipulated it could result in edema due to the fluid being directed towards the cornea.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three red translucent ultra infusion sleeves were visually and microscopically inspected. Microscopic examination found that the holes of two of the products were not punched properly. One side of the wall was smaller than the other side on the sleeves. Fluid normally flowed in v-shape from all infusion sleeves. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is external supplier related. The misaligned port holes on the infusion sleeves are related to an error caused during the suppliers manufacturing process during the assembly of the infusion sleeve. The supplier has been notified of this complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed, and all acceptance criteria are met. The supplier manufacturing process for the infusion sleeves involves molding the sleeve, and then the final tip punch step where the irrigation holes are formed. The supplier also performs a sampling inspection after the cut and punch operation. Furthermore, it should be noted that the directions for use state that good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that the irrigation holes on some of the pink irrigation sleeves observed during surgery. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Three red translucent 0.9 ultra infusion sleeves were visually and microscopically inspected. Microscopic examination found that the holes of two of the products were not punched properly. One side of the wall was smaller than the other side on the sleeves. Fluid normally flowed in v-shape from all infusion sleeves. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is external supplier related. The misaligned port holes on the infusion sleeves are related to an error caused during the suppliers manufacturing process during the assembly of the infusion sleeve. The supplier has been notified of this complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed, and all acceptance criteria are met. The supplier manufacturing process for the infusion sleeves involves molding the sleeve, and then the final tip punch step where the irrigation holes are formed. The supplier also performs a sampling inspection after the cut and punch operation. Furthermore, it should be noted that the directions for use state that good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).